Event description:
Caller from the facility reported that the unit had a free flow situation on possibly two stations while the first and second bags of the day were being compounded. This is based on seeing air bubbles entering the source containers, which occurs when the bottle is venting as fluid flows out. This occurred on stations two and three of the unit at a time when these stations were not pumping. Upon questioning by the rptr, the caller stated that users do not prestretch tubing and that they do not turn rotors as part of the transfer set installation procedure. The rptr stressed the need for turning the rotors to prevent free flow. The bags in question were discarded, so there was no pt involvement, since the issue was resolved by telephone, the unit will not be returned for eval.